Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00611, 3005168196-2020-00612. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00611, 3005168196-2020-00612.

Event description:
The patient was undergoing a coil embolization procedure in a small 2-3 millimeter artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby lp into the target vessel using the microcatheter. While attempting to place the ruby coil lp, the physician experienced resistance and the ruby coil lp would not take its intended shape; therefore, it was removed. The same issue occurred with the next two ruby coil lps that the physician attempted to place; therefore, they were also removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.